Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). No replacement due to customer decided to continue using alleged product and will call back if need assistance. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Customer says she will continue to monitor blood sugar levels on the meter and will follow up if additional assistance is needed. Note: manufacturer tried to make contact customer (several attempts) in a follow-up call to ensure that the meter is working as intended - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 184mg/dl. The expected fasting blood glucose test result range is 90-115mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 09/30/2019 and open vial date is 2/05/2019. The meter memory was reviewed for previous test result history: (B)(6).